Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained because the subject device has been returned to olympus medical systems corp. For evaluation. The image anomaly reported was duplicated. Normal image was displayed when the insertion unit of the subject device was connected to the jig. Therefore, the insertion unit is not the cause of the phenomenon. The exact cause of the reported event could not be conclusively determined, but it is considered that the video connector board might be damaged. As there were no dents and scratches, electric parts on the video connector was possibly damaged due to static electricity.

Manufacturer narrative:
This device referenced in this report has been returned to olympus medical systems corp. But the evaluation has not been completed. The manufacturing record of the subject device was reviewed with no abnormality possibly associated with the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, image loss of the subject device occurred. The user facility replaced the subject device with another device. There was no patient injury reported.